Event description:
A customer observed positively biased glu qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the calibrator responses and calibration parameters were atypical compared to expected values. The customer recalibrated using a fresh preparation of calibrators, and the post-calibration qc is acceptable. The root cause of the event was not determined.